Event description:
It was reported to boston scientific corporation in early 2009, that a resolution clip device was used during an egd procedure performed two days prior (male patient; age and weight are unknown). According to the complainant, during the procedure, the clip would not detach from the delivery system to complete deployment. The device grasped the tissue and was able to be pulled away without any further trauma to the site. Procedure completed with another of the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.